Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel lights lighting up was due to a faulty /corroded front panel connector and cable to cp j2 connector and upgrade old version software from 3.01 to version 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, front panel lights were lighting up on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined that a defective/corroded connector cable of the front panel. Olympus will continue to monitor the field performance of this device.

Event description:
During a egd (esophagogastroduodenoscopy) procedure a delay of 10 of minutes was reported. The patient was under monitored anesthesia care (mac) anesthesia. The procedure was completed using the same device.